Manufacturer narrative:
The actual device in the reported incident was not returned to the MFR to be evaluated. Without the sample a thorough eval could not be performed. Based on the event description, it is possible that this incident was due to the catheter becoming lodged between two rigid body structures and stretched beyond its intended design capabilities. However, without the sample for eval and additional info, no specific conclusion can be drawn. All available info has been forwarded to the actual MFR for further eval. If any pertinent info becomes available from the facility or the actual MFR, a follow-up report will be filed.

Event description:
As reported by the user facility: when doctor went to remove epidural catheter from pt, resistance was felt and then epidural catheter snapped and left approx 5 cm in pt. No injury. No additional info was made available upon follow-up with the facility. It was reported the reporting physician is out of the country on vacation at this time and no additional info is available at this time. The anesthesiologist will follow up when he returns.